Manufacturer narrative:
(B)(4). Concomitant products: guide wire: neo's soft; guiding catheter: mach1; stent: promus premier. The nc tenku balloon dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a concentric, de novo lesion in the proximal right coronary artery (rca) with moderate calcification, moderate tortuosity and 90% stenosis. The vessel diameter was 3.0 mm and the lesion length was 23 mm. A non-abbott stent was implanted in the lesion without pre-dilatation. A 3.0x8 mm nc tenku dilatation catheter was advanced, resistance was felt with the patient anatomy and post-dilatation was performed; however, the balloon ruptured on the first inflation at 4 atmospheres. Reportedly, the device was flushed and air aspiration was performed outside of the patient anatomy prior to use. The 3.0x8 mm nc tenku dilatation catheter was withdrawn and resistance was felt with the patient anatomy during removal. A 3.0x8 mm non-abbott nc dilatation catheter was used to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.